Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a program alarm anomaly from his insulin pump. The customer's blood glucose level reading is unknown. The customer stated that this happened about 3 times within the last month. The customer stated that he was driving home and received this alert. The customer was advised to disconnect from the pump. The customer was advised that the alarm is a program safety alarm and that static may cause this alarm. The customer was advised to monitor the pump and return after multiple occurrences. The customer will be sent a replacement pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.